Event description:
Voluntary medwatch received states that the patient was found nonresponsive and was brought into the emergency room. Device interrogation revealed the right atrial (ra) lead had false pause episodes due to under-sensing. No intervention or patient condition was reported.